Event description:
It was reported that during withdrawal of the guidewire, it broke within the microcatheter. The guidewire and microcatheter were removed together without any clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned in two separate parts, the proximal portion measuring 96.2cm and the distal 109.3cm. The distal tip presents a bent at 0.5cm from distal end. All outer diameters were found within specifications. Further external analysis did not identify any material anomalies. The fracture site revealed that the break occurred due to a three direction fatigue with a final torsional movement. Information available indicated that the device was confirmed to be in good condition post unpacking and preparation and that the patient's anatomy was tortuous. It is probable that the fracture of the device was due to an external force applied along with a torsional movement resulting in the reported break; limiting the performance of the device during the procedure. Therefore, a root cause of operational context will be assigned to this investigation.

Event description:
It was reported that during withdrawal of the guidewire, it broke within the microcatheter. The guidewire and microcatheter were removed together without any clinical consequences to the patient.